Event description:
It was reported when using the bd pyxis medstation 4000 system drawer failed, preventing user from removing the required medications. The customer stated that there was no pro long delay since user retrieved the medications from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, e3, g1, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were failed. Work order has been cancelled and field service engineer confirmed that the customer created ticket for wrong device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had a failure. A field service engineer cancelled the work order, since the customer called in for wrong device.

Event description:
It was reported when using the bd pyxis medstation 4000 system drawer failed, preventing user from removing the required medications. The customer stated that there was no pro long delay since user retrieved the medications from other station. There were no adverse events or injuries reported based on this event.